Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted on (B)(6) 2024. The patient was discharged on warfarin for 6 weeks and then transitioned to dual antiplatelet therapy (dapt). On (B)(6) 2024, during a transesophageal echocardiography (tee), a small thrombus was noted. The patient was placed on xarelto for three (3) months. On (B)(6) 2024, tee imaging showed resolution of the thrombus. The patient was placed on 81mg of aspirin. During the routine one year follow up tee on (B)(6) 2025, imaging showed a thrombus on the insertion of the laao. The patient continued on 81mg aspirin. A computed tomography (CT) scan was performed on (B)(6) 2026, and imaging showed no thrombus.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted on (B)(6) 2024. The patient was discharged on warfarin for 6 weeks and then transitioned to dual antiplatelet therapy (dapt). On (B)(6) 2024, during a transesophageal echocardiography (tee), a small thrombus was noted. The patient was placed on xarelto for three (3) months. On (B)(6) 2024, tee imaging showed resolution of the thrombus. The patient was placed on 81mg of aspirin. During the routine one year follow up tee on (B)(6) 2025, imaging showed a thrombus on the insertion of the laao. The patient continued on 81mg aspirin. A computed tomography (CT) scan was performed on (B)(6) 2026, and imaging showed no thrombus.